Event description:
Healthcare professional reported via nbir reported left side deflation and wrinkling. Device remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.